Event description:
It was reported that the customer's blood glucose level was above 400 mg/dl. Her insulin pump was beeping but nothing appeared on the insulin pump's screen. The insulin pump had a full black screen. She corrected her blood glucose level with a manual injection. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a frozen display due to a faulty connector on the mother board. The functional testing could not be performed due to this anomaly. The insulin pump was received with minor scratches on the display window, a cracked case a the reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.